Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon device interrogation via programmer, the right atrial (ra) lead was noted to exhibit low pacing impedance, loss of atrial capture and no p waves sensing after the ra lead was connected to the generator. The physician visually confirmed that the insulation of the ra lead was damaged. The ra lead was removed and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense, failure to capture, low pacing impedance and insulation damage were confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Visual examination of lead found the outer insulation, outer coil, inner insulation and inner coil were damaged at the middle region consistent with procedural damage. Electrical testing did not find any indication of conductor fracture but an internal short was noted between conductors due to procedural damage. The cause of the reported events is consistent with procedural damage.